Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the total qty suture-needle devices involved with this reported issue, noticed during single procedure / patient event? When event occur? Pre-op- before use on patient- while in package? During dispensing? Or intra-op- during use on patient- while suturing?, while tying knots? Any sample return for this patient event reported? It is reported that "several threads are detaching from the needle, even if used correctly." Was this noticed during single patient event / procedure or multiple procedures? If noticed with multiple procedures- please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how?, any sample return..etc? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Customer reports that several threads are detaching from the needle, even if used correctly. They have always used this brand and never had problems. No adverse patient consequences were reported. Additional information was requested.